Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received insulin flow block alert. No harm requiring medical intervention was reported. Customer declined for troubleshooting due to past event and issue resolved by complete set changed. The pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing; retainer = black; case type = ngp. Customer returned the insulin pump for alleged recurring insulin flow blocked alarms found on october 18, 2022. The insulin pump seats immediately during the prime/fill operation and alarms insulin flow blocked during a test bolus delivery. The insulin pump passed the self test however, unable to perform the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to prime anomaly. Successfully downloaded the trace and history files using thump. A review of the history files reveals that on october 18 and 19, 2022 there were multiple no delivery (insulin flow blocked) alarms that occurred. The insulin pump was cut open for visual inspection. No evidence of physical damage or moisture damage were found on the electronic assembly (2). Moisture damage was found on the motor slide threads causing the motor to rewind past the home switch and overtighten on the motor housing. Prime/fill anomaly and insulin flow blocked alarms are confirmed due to moisture damage on the motor and motor slide. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment, and pillowing keypad overlay. Prime/fill anomaly and insulin flow blocked alarms are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.